Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was reported that the pump touch screen was unresponsive. The customer reverted to manual injections for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
Device not returned.